Event description:
The software is designed to allow an authorized user (supervisor) to modify the source code for blood product(s) that were incorrectly entered by another user. When correcting the source code for a type "ab" blood product, the software incorrectly changes the blood type to "b" on part of the blood unit data record. This problem does not occur when correcting the source code for blood types other than the "ab" blood type. The most critical impact involves the modification of the source code after the blood product has been typed as an "ab" unit but before any components have been created. In this specific case, the components that are created in the system will display with the incorrect blood type throughout the system. However, affected units in this way that require add'l testing will not pass this processing and should be investigated further by the user. Unless there is add'l user error, this will not result in the release of an unsuitable unit and therefore impact pt safety. This issue was identified internally by mediware technical personnel and was not reported from any clients.